Manufacturer narrative:
Qa performed retain testing to confirm reactivity of the c and e antigens. Results were satisfactory. Repeat testing performed by customer with competitor's cells demonstrated positive reaction (+1) with homozygous cell and negative reaction with heterozygous cell.